Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7074014.

Event description:
It was reported that the patient experienced inadequate stimulation and shocking sensation. The patient underwent a full spinal cord stimulator system explant procedure. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.